Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred more than 2 years ago from date manufacturer was made aware.